Event description:
During an interbody fusion case, while preparing the l4-5 disc space, the tip of an up angled curette from the medtronic metrx instrument set broke off into the patient's interbody space. Under fluoroscopy, the surgeon was able to remove the tip in it's entirety.